Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a cloudy display issue. The reporter stated that the cloudiness obscures the text and it is difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products have been issued.

Manufacturer narrative:
Follow-up # 1 date of submission 08/14/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: visual moisture and corrosion were observed in the display and the battery compartment. The battery compartment was found to be cracked. The pump powered on and the screen was unreadable. A leak test found a display lens leak. The pump was opened and further moisture corrosion was found throughout the pump.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.